Event description:
It was reported that this right atrial lead was explanted due to the patient experiencing pain. It was also noted that this is a chronic pain patient. This lead was successfully replaced. It is unknown if the lead will be returned for analysis. No additional adverse patient effects were reported.